Event description:
Pt on tpn therapy for past week. Reported that infusion did not "go in" on 10/7/96. Upon investigation it was learned that the dual reset was not completed. Pt missed one cycle of tpn.